Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between receiver and transmitter. At the time of contact, patient's mother reported that the connection was restored.no additional patient or event information is available.

Manufacturer narrative:
(B)(4).